Event description:
The explanted generator was received by the manufacturer on (B)(6) 2012. The return product form indicated the reason for replacement as prophylactic. The implant card was also received by the manufacturer and confirmed the date of prophylactic generator replacement as (B)(6) 2012. Product analysis was completed for the generator. The device performed according to functional specifications, and there were no abnormal performance or any other type of adverse condition found.

Event description:
It was reported that the vns patient had to be hospitalized on (B)(6) 2012 due to a prolonged post-ictal period. The patient had prophylactic generator replacement on the same day due to the amount of total operating hours on the generator and likely due to the clinical symptoms. Follow up with the patient's vns treating physician revealed that she was unable to provide more details since she was not the treating physician when the patient was hospitalized. It is unknown if there were causal or contributory programming changes, medication changes, or other external factors that preceded the onset of the longer post-ictal period. It is unknown what, if any, interventions were taken or planned except the generator replacement. Product return is expected, however the generator has not been received by the manufacturer to date.